Event description:
IV tubing was to be used for stem cell transplant. Tubing had worked properly with previous fluid, but would not drip on alaris pump or by gravity without pump. Stem cells were drawn out of bag via syringe and given to patient via syringe. Patient was not harmed.====================== health professional's impression======================tubing problem, or cells too viscous to flow through tubing.